Event description:
At three-month follow up, device interrogation showed message, "battery voltage has reached end of service indicator." A second programmer confirmed the same anomaly. The ICD was explanted.

Manufacturer narrative:
H.3. Eval summary: damage was found in two transistors in the output module. The cause of this failure is unk. It appears these transistors were on at the same time allowing a direct current path from high voltage to ground which resulted in extended charge times. Damage was also observed in a protect transistor and an associated charge module. The resulting low impedance path loaded down the voltage supply and is believed to have prematurely depleted the battery.